Event description:
It was reported that a right ventricular lead implantation was attempted, but not successful due to the patient's anatomy. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary results revealed that no anomalies were found. There was blood in/on the helix/lobe mechanism.